Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
It was reported that a guidewire stuck had occurred. During a percutaneous myocardial ablation procedure, a farawave pulsed field ablation catheter was selected for use and considered off-label. Resistance was felt when crossing the guidewire through the guidewire lumen. Although several attempts were made to cross the guidewire through, no improvement was observed, so the catheter was replaced. There were no patient complications. The catheter is not expected to return for analysis as it was discarded by the facility.